Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's stimulation kept stopping and starting again. The patient mentioned that they will get a settings not available screen. They said the stimulation turning off would occur at the same time the settings not available screen was displayed. The patient said their controller does not say that stimulation is off, but just that they can feel that the stimulation is turning off. The patient denied any falls or trauma. The patient also mentioned that they did not have adaptive stimulation. It was recommended that the patient follow up with their healthcare provider (hcp) for possible reprogramming and to have the implant checked. No further complications were reported or anticipated.